Event description:
A surgeon reported that during spine surgery, he was using a percutaneous reference pin placed in the iliac crest for a single level fusion, and the cannula was subsequently left in the patient for five to six weeks. The surgeon placed the percutaneous pin by cutting an incision in the skin near the iliac crest and then hammering the dilator in, with the cannula surrounding it. He then removed the dilator, so the cannula allowed a clear opening without tissue for the percutaneous pin to be placed in the iliac crest. The surgeon placed the tap cap on the percutaneous pin in and hammered that into the iliac crest, then removed the cap and placed the spinal reference frame onto the percutaneous pin. After removing the percutaneous pin and frame, the surgeon stated he did not remove the cannula. He did not notice that he had left it in the patient, and it stayed in the patient for five to six weeks. They took a post-op x-ray using a c-arm and did not see the cannula. They saw possible traces of it the next day when they took another x-ray, but thought it was a button from the surgery gown. They finally saw it when they did a soft tissue x-ray five to six weeks later. The surgeon stated that it only took 14 minutes to remove the percutaneous pin from where it was left in the soft tissue of the patient.

Manufacturer narrative:
Patient demographic information is unknown at time of this report. Device lot number and manufacture date provision is dependent on the return of the suspect device back to the manufacturer, and unavailable from initial reporter. To date, alleged suspect device is not expected to be returned to the manufacturer for evaluation. No malfunction of a medtronic product can be confirmed.

Manufacturer narrative:
The suspected device lot number and manufacture date are provided.

Manufacturer narrative:
Correction to follow-up 2 sent on (B)(6) 2013 aware date for patient information received previously reported as (B)(6) 2013 is incorrect. The actual aware date for the related patient demographic information is (B)(4) 2012.

Manufacturer narrative:
The patient demographic information is provided.